Manufacturer narrative:
Block b3 date of event: approximate date.

Event description:
It was reported that the patient felt their spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site was uncomfortable for approximately six months. The patient underwent an ipg pocket revision procedure. The physician decided to upgrade the ipg to a newer technology ipg since the pocket was open. The patient is recovering well. The explanted ipg will not be returned as it was discarded at the medical facility.